Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). H1 - type of reportable event: corrected.

Event description:
It was reported that stent failed to expand requiring additional stent. An 8.0-36 carotid wallstent self-expanding was selected for use in the carotid artery. During the procedure, the stent was successfully reached the lesion, however, upon deployment, it could not be fully expanded due to poor deployment and wall apposition. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent failed to expand requiring additional stent. An 8.0-36 carotid wallstent self-expanding was selected for use in the carotid artery. During the procedure, the stent was successfully reached the lesion, however, upon deployment, it could not be fully expanded due to poor deployment and wall apposition. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent failed to expand requiring additional stent. An 8.0-36 carotid wallstent self-expanding was selected for use in the carotid artery. During the procedure, the stent was successfully reached the lesion, however, upon deployment, it could not be fully expanded due to poor deployment and wall apposition. The procedure was completed with a different device. There were no patient complications as a result of this event.